Event description:
It was reported that there was a primary audible alarm failure. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history review. The device was returned for evaluation. Visual and functional testing were performed. Visual inspection found a cracked top case (lower front left corner). During power up process testing, the reported problem was unable to be duplicated. No issue was found with the primary speaker, interconnect board, main board or the connections. The root cause of the issue could not be determined. Replaced speaker as preventive measure. A corrective and preventative action was opened to address the issue.